Event description:
During an attempt to place an impella 5.5 device, the catheter was unable to advance beyond the innominate artery due to patient anatomy. The physician applied additional force and performed multiple maneuvers in an effort to advance the device, during which the catheter became kinked. The cannula remained intact and undamaged. The physician elected to abort the procedure and proceed with a different catheter. Any mechanical observations related to the catheter will be evaluated and reported by the engineering team. Two cis: (B)(4) in process, (B)(4) review complete. Both delivery issues on same day, assumed same complaint documented twice. 5.5 failed so reverted to cp. Entire case on support is cp. 5.5 is out of box failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Medical device problem code a040601 added

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.